Manufacturer narrative:
The reported events of unacceptable threshold and high pacing threshold were not confirmed. As received, a complete lead was returned in one piece with all four tines were intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. The right ventricular lead was not used and replaced. The patient was in stable condition.